Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, several false pause episodes were recorded by the implantable cardiac monitor. The episodes were a result of signal dropout and undersensing. The patient presented in clinic on (B)(6) 2019. The device was reprogrammed. Only one false pause episode was noted since reprogramming. The patient would continue to be monitored.